Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020.

Event description:
The customer reported touchscreen and rotary encoder not functioning. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician reseated the touch panel and other flex cable connections to address the reported problem. The unit successfully passed the required performance verification test.